Event description:
It was reported the device was explanted and replaced due to a loss of telemetry and no pacing. Additionally, the clinician reported it was not possible to elicit any response from the device when utilizing the magnet. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary testing revealed no pacing output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.